Event description:
International affiliate reported that wound dehiscence occurred 7 days following transverse colectomy. The surgeon incised the original surgical wound and reported the suture broken. The wound was repaired.